Event description:
During procedure for normal eri, externalized conductors were noted via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 10-12.5cm from the lead tip. The sensing conductor etfe coating was intact at the same location. .